Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Representative reported that cmos battery was replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect cmos battery has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the screen of the navigation system froze. There was no patient present at the time of the issue.